Event description:
Customer was hospitalized for dka. Customer reported having strep throat and taking antibiotics prior to hospitalization. Customer called from the hospital and wanted to know how to shut down the insulin pump as she was on an insulin drip during call. Troubleshooting was not performed.